Event description:
It was reported that infection and erosion occurred. The implantable cardioverter defibrillator (ICD), right atrial lead and right ventricular lead were explanted. During explant of a previous abandoned lead, the lead was not easily extracted due to severe calcification. During lead explant, the patient experienced cardiac tamponade requiring pericardial drainage and surgical treatment by a lateral thoracotomy. The remaining part of the abandoned lead was explanted by thoracotomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 694965 lead implanted: 2007 (B)(6). (B)(4).